Event description:
It was reported that the subject device had cut in the insulation. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: leakage on video cable and lg connector boot, loose lg adapter, damaged distal edge a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cut in the insulation: the most probable cause of the complaint is no problem detected. Leakage on video cable and lg connector boot, loose lg adapter, damaged distal edge the most probable cause of the issue is cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had cut in the insulation. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.